Manufacturer narrative:
The acecide was discarded and the water filter was sent in for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Event description:
The customer reported to olympus when the concentration was checked on six (6) endoscope reprocessors (model numbers oer-4 and oer-5), the concentration was determined to be a nanogram (ng), which was lower than expected. Additionally, foreign matter was detected on the oer water filter at the water supply hose attachment port. The customer suspects that there may have been an issue with the disinfectant that was used (acecide) or the water filter. According to the customer, the acecide concentration was checked on the third day of its use and the test strip was pure white. It¿s unknown how many times the oer-4 was used during this time but the customer reported normal usage was about five to ten times a day. Normally, the customer checks the concentration after five (5) days or after 16 uses. The customer was checking the concentration in preparation for cleaning the scopes before a colon examination. The customer did not have any issues with the oer-3s onsite, even when checking the concentration on day six (6). It is unknown when the concentration of acecide first became ng and it¿s unknown if any scopes that had been reprocessed around this time were impacted or were used on a patient if impacted. There were no reports of patient harm associated with this event. Patient identifiers: (B)(6) (oer-4/sn (B)(4)), (B)(6) (maj-2318), (B)(6) (oer-5/sn 2101208), and (B)(6) (maj-2317).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the concentration issue occurred due to a mistake in the user's disinfectant management method. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 inspection before use: 3.9 checking the disinfectant solution concentration level: when reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ the problem occurred due to the user's method of controlling the concentration of disinfectant, and there was no adverse event as a device." Olympus will continue to monitor field performance for this device.